Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5095546. Please note that the following section was missed on the initial MFR report and is being corrected on this follow-up #01 MFR report section g. Box 3. Report source (check all that apply). Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: section d. Box 10. Device available for evaluation? (Do not send to FDA). Section h. Box 3. Reason for non-evaluation. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra microcatheter and, non-penumbra stent retriever. It was noted that the patient¿s anatomy was tortuous. After successful completion of the procedure, while removing the jet7, the physician noticed the jet7 to be broken approximately 15 inches from the distal tip. It was reported that the metal wrapping on the jet7 was pulled apart but the jet7 was intact. There was no report of an adverse effect to the patient.